Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00841, 1221359-2022-00842, 1221359-2022-00843, 1221359-2022-00844.

Event description:
The customer reported five unconfirmed false negative results with the ID now covid-19 assay using unknown sample types. The first covid-19 assay was performed on (B)(6) 2021 at 10:19am which generated a negative result. The second covid-19 assay was performed on (B)(6) 2021 at 10:10am which generated a negative result. The third covid-19 assay was performed on (B)(6) 2021 at 10:41am which generated a negative result. The fourth covid-19 assay was performed on (B)(6) 2022 at 2:17pm which generated a negative result. The fifth covid-19 assay was performed on (B)(6) 2022 at 2:50pm which generated a negative result. No additional patient information, including treatment and outcome, was provided. Should additional information become available, a supplemental report will be provided. This manufacturer report addresses false negative result 5 of 5.

Manufacturer narrative:
Additional information: d2: lot numbers and quantity per lot was provided but data did not correlate to the related patient. Reported lot numbers are 1029011 (qty 2), 1031912 (qty 1) and 1047342 (qty 2). Unique identifier (UDI) # for lot 1029011: (B)(4). Unique identifier (UDI) # for lot 1031912: (B)(4). Unique identifier (UDI) # for lot 1047342: (B)(4). Investigation report: manufacturing records and quality control release testing were reviewed for test base lots 1029011, 1031912, and 1047342 and each was confirmed to have met release specifications. Additionally, the retain kits were tested with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. For the lot numbers observed, the current overall percentage of false negative patient results (confirmed and unconfirmed, conflicting), based on the total number of devices sold and the evidence available, indicates that they are performing as expected: lot 1029011 = (B)(4). Lot 1031912 = (B)(4). Lot 1047342 = (B)(4). In conclusion, retention testing yielded expected results when testing internal qc samples and manufacturing batch record review revealed that the product met acceptance criteria for release. Review of complaints against the kit lots for the reported issue indicated that product performance is as expected and a product deficiency was not identified. Abbott diagnostics scarborough was unable to determine the exact root cause. Based on the above summary, the investigation is considered closed. The product will continue to be monitored and tracked. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1029011, 1031912 and 1047342 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for: kit part number 190-000 / lot 1029011 and test base part number 190-430 / lot 1029011. Kit part number 190-000 / lot 1031912 and test base part number 190-430 / lot 1031912. Kit part number 190-000 / lot 1047342 and test base part number 190-430 / lot 1047342. The lots met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lots below showed that the complaint rate is: lot 1029011 =(B)(4). Lot 1031912 = (B)(4). Lot 1047342 = (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.